Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Senior clinical research associate, has reported as part of an exeter hip clinical study, that patient (B)(6) was at home and leant forward to put shoes on and then felt the hip allegedly "pop out" of the socket. It was reported that the patient had to undergo manipulation of the joint under anaesthetic to temporarily resolve the reported event. The patient will undergo a revision of the hip on (B)(6) 2014.

Manufacturer narrative:
An event regarding dislocation due to shell malposition involving an unknown constrained liner was reported. A review of the provided medical records by a clinical consultant indicated that the root cause of the dislocation was shell malposition. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
Senior clinical research associate, has reported as part of an exeter hip clinical study, that patient (B)(6) was at home and leant forward to put shoes on and then felt the hip allegedly "pop out" of the socket. It was reported that the patient had to undergo manipulation of the joint under anaesthetic to temporarily resolve the reported event. The patient will undergo a revision of the hip on (B)(6) 2014. Update: the clinical investigator, mr (B)(6), reported via the clinical research associate, (B)(6), that a patient was required to under a revision of their right total hip replacement on (B)(6) 2014. The clinical investigator reported that the revision was performed due to recurrent dislocations of the hip joint. Previous dislocations were reported under (B)(4). The clinical investigator reported that the acetabular liner was removed and exchanged to a constrained liner.